Event description:
Additional information received noting the affected eye was the right eye. Healthcare professional had also seen the patient and vision was now improved from no light perception to light perception. Patient was started on two eye drops. Healthcare professional noted the reduced vision may be due to "snuff-out" from patient's vitrectomy or possible pressure elevation from the inflammation.

Event description:
Additional information received from the healthcare professional regarding this event with the xen®45 gts as the patient was noted to have a 2+ diffuse posterior bleb without siedel and early vascularization at the periphery of the bleb roughly two months after placement. Patient was given 5 mg 5-fu on that visit. Patient presented roughly three weeks later with lp vision, a 1.5 mm hypopyon and immediately sent to a retina specialist day for a pars plana vitrectomy and intravitreal antibiotics. "[Patient] is currently nlp" and has not been seen at the office since. Healthcare professional does "not feel the xen was a direct "cause" for the infection, rather, the 5-fu injection likely seeded the subconjunctival space with bacteria. This in turn, could have led to bacterial proliferation and seeding of the anterior chamber."

Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. The event of bleb-related issues is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding the event status has been requested. No additional information available at this time.

Manufacturer narrative:
(B)(4). The reported events of endophthalmitis, high intraocular pressure, fibrosis and vision loss are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding the event, product, and patient details has been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported a patient with an implanted xen®45 gts then had a needling procedure two months after. Patient experienced endophthalmitis 2-3 weeks following the needling procedure as patient awoke one day with reduced vision, was seen the same day and had hand-motion vision and a hypopyon in the anterior chamber. They were immediately sent to a local retinal specialist and had a vitrectomy and intravitreal antibiotic done. Patient currently has no light perception.